Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the monitor would not displayed p02, pc02 or ph values. The user turned the monitor off and back, and still had the same problem. The user then changed to another monitor with the same sensor, and the device worked as expected. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.